Event description:
It was reported through the litigation process that a vena cava filter was placed after being diagnosed with deep vein thrombosis/pulmonary embolism. Approximately six years from post filter deployment, it was alleged that the filter detached and perforated. The device was removed via open abdominal procedure. The patient experienced abdominal pain and chest pain; however, the current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately six years and three months later post filter deployment, computed tomography imaging of abdomen and pelvis with intravenous contrast was performed which showed a malpositioned filter with several legs to extend outside of the inferior vena cava into the adjacent precaval and periaortic fat. Additionally, one of the legs extends into the most distal infrarenal abdominal aorta with minimal extension into the origin of the right common iliac artery. This extends into the aorta approximately 10 mm in distance. Venous phase imaging demonstrates no thrombus within the inferior vena cava regional to the filter. After ten days, open repair of inferior vena cava and removal of inferior vena cava filter was performed for displaced inferior vena caval filter which showed inferior vena cava filter was seen extending out the inferior vena cava into the abdominal aorta. Inferior vena cava was opened longitudinally. Well incorporated inferior vena cava filter was identified, and each prong was teased out of the inferior vena cava carefully, and it was well incorporated. Thereafter the filter was removed, and it was sent out for pathology in entirety. After one year and ten months, the patient experienced chronic chest pain, computed tomography of chest without intravenous contrast was performed which showed there was a small wire or inferior vena cava filter strut within a small subsegmental branch of the lateral basilar pulmonary artery left lower lobe. Therefore, the investigation is confirmed for the alleged filter tilt, perforation of the inferior vena cava and filter limb detachment. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 07/2010).